Event description:
It was reported by service report that the cot retaining post was missing. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: retaining post.